Manufacturer narrative:
Lead model 3387 lot# 0203574679 explanted unk; lead model 3387 lot# 0203390824 implanted (B)(6) 2011 explanted unk; extension model 37085 (B)(4) implanted (B)(6) 2011 explanted unk; extension model 37085 (B)(4) implanted (B)(6) 2011 explanted unk.

Event description:
It was reported that the patient had their device surgically repositioned. This revision resulted in a prolonged existing hospitalization. A CT scan was performed which indicated a displacement of the left lead approximately 3 mm dorsally from the target point. The patient resolved without sequelae.

Event description:
Additional information received reported the event was related to the device or therapy and to the implant procedure. It was also noted that the surgical repositioning took place on (B)(6)-2011. During the procedure, the left lead was inserted approximately 7mm ventrally.

Event description:
Additional review of the event determined the surgical repositioning took place on (B)(6)-2011, not (B)(6)-2011 as previously reported.

Manufacturer narrative:
Lead model unk, lot # unk, implanted: (B)(4) 2011, explanted: unk.